Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Bench testing revealed connector jp1 of the main flex was damaged. The connector was broken. Carefusion replaced the main flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit shut down. The customer tried troubleshooting the ventilator and when they turned the ventilator on, all of the lights started blinking and the ventilator began alarming inop. The customer was unable to silence the alarms or turn off the ventilator. Approximately 20 minutes later the ventilator flashed "ext pwr lost" and stopped alarming then shut off. It is unknown at this time whether there was any patient involvement associated with this complaint prior to the customer troubleshooting the ventilator when it was reported that the unit shut down.